Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that these devices were not used on a patient and it was noted prior to the surgical procedure. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The two devices subject to this investigation were returned to the manufacturer for evaluation. It was confirmed that there was a breach to the sterile barrier for the two devices. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "do not use if package is damaged." Investigation results indicate that the devices were handled aggressively during storage or in transportation to the account, however this cannot be confirmed. The root cause is undetermined. The lot number associated with the second device is 12012027.